Event description:
Boston scientific crm received information that this pacemaker experienced intermittent atrial capture at maximum programmed outputs. At implant two years ago, the atrial lead was stable; however, it now requires increased output. The patient experienced some lightheadedness, but it is unknown whether this is due to the device issue or not. Additional programming rate adjustments were made. Following these adjustments, the estimated device longevity dropped to less than 0.5 years remaining, while the gas gauge indicated beginning of life (bol). As the longevity estimates require a restabilization of the programming, it is likely that the longevity will equalize to expected predictions. Boston scientific technical services advised an increased follow-up schedule to verify the longevity remaining, as well as atrial lead stability.

Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, or to the company at this time. If additional information becomes available, the event will be updated as necessary.

Event description:
The device was subsequently explanted four months later following elective replacement indication and returned for analysis.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was thoroughly analyzed. The device was removed after 44.7 months of implant with no specific allegation against device functionality. A longevity calculation performed during detailed analysis confirms that the device had exceeded minimum expected longevity at the time of explant, reaching 83% of nominal expected longevity, with an actual longevity of 3.8 years and a nominal expected longevity of 4.6 years. Analysis concluded that the device meets specifications for normal battery depletion and no other issues were revealed through device testing.